Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with pocket erosion at the implant site of the implantable cardioverter defibrillator. The device and system were explanted. The patient was in stable condition following surgery.

Manufacturer narrative:
Analysis was normal. No anomalies were found.